Event description:
Pt's mother reported her son is in the ER with diabetic ketoacidosis (dka). The pod was discarded at the hospital . No additional info was provided.

Manufacturer narrative:
The pod was discarded and therefore unavailable for evaluation. We are unable to assess the product condition to determine if any malfunction occurred that may have caused or contributed to the pt's dka. The omnipod's user guide warns, "...if you experience unexpected elevated blood glucose levels, change your pod." The user guide advises "the easiest and most reliable to avoid dka is by checking your blood glucose at least 4 to 6 times a day." It instructs that users treat dka as follows: after beginning treatment for high bg, check for ketones. If ketones are present, and are felling ill then contact an hcp for guidance. If ketones are trace or negative then continue treating for high bg. If ketones are positive, but not feeling ill replace the pod using a new vial of insulin. Check bgs again in 2 hours, if they have not decreased then contact an hcp immediately for guidance. The omnipod's user guide warns, "if left untreated, dka can cause breathing difficulties, stock, coma, and eventually death."